Event description:
An initial event notification was received by millyard advanced medical products, llc on 30-mar-2026. The user reported that on (B)(6) 2026, their infusion site was ripped out after they had initiated an insulin bolus via the twiist pump for dinner. The user replaced the site, re-entered another bolus, and subsequently experienced a severe hypoglycemic event with a blood glucose value of 43 mg/dl. The user reported symptoms including lightheadedness, fatigue, weakness, difficulty walking, and dizziness. The user did not require emergency medical services; however, they were unable to self-treat and were given juice and food by their spouse to resolve the low blood glucose. The user remains ongoing on their twiist pump.

Manufacturer narrative:
Although the user reported that their hypoglycemia was related to bolusing twice, investigation into the reported event is currently ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide, provides information about potential causes of hypoglycemia. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.